Manufacturer narrative:
On 07-dec-2023, the following additional information was obtained: the universal surgical manipulator (usm) was returned for failure analysis, and the reported failure was confirmed and replicated. The usm was tested on an in-house system and failed in normal mode as errors 1126 and 312 were triggered. The unit was also tested on a testing platform and failed the fiber test on the clockspring and parallelogram. The clockspring and parallelogram fibers were swapped with new ones and the errors went away. The original clockspring and parallelogram fibers was reconnected and the errors returned.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) they were having issues with table motion. The tse explained the errors were related to universal surgical manipulator (usm) 3. The customer was able to continue. The procedure was completing as planned with no reports of patient injury.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm#3 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis. A follow-up MDR will be submitted when the usm is evaluated and/ or if additional information is received.